Event description:
It was reported that sharps coll slide close 9gal red had a missing lid. The following information was provided by the initial reporter: "this is a report about missing lids."

Manufacturer narrative:
H6: investigation: no photos or samples were received. Additional attempts to get more information was made, however, the customer confirmed that no additional information was available. According to the DHR review process, the result showed there were no issues reported as missing lids during the manufacturing process reported additionally. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids issue for the same part number throughout the last twelve months. According with the evidence received, this investigation can´t be completed due the lack of information provided but with the information collected of the report from the user the investigation was concluded that this product had handling by a distributor due the package reported was for 8 pieces but the occurrence only mentioned this issue in 1 piece. For this reason, it can be concluded that there are many variables that could generate this failure mode because the distributors can do partial sells and the controls to handle remaining material is unknown, therefore, the likelihood of non-controlled handling within distributor facilities could happen.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sharps coll slide close 9gal red had a missing lid. The following information was provided by the initial reporter: "this is a report about missing lids."